Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: during revision surgery on (B)(6) 2021, the caudal screw of the baseplate was found loosened and protruding and was tightened. The shoulder configuration was thereafter changed to an inverse configuration. However, it was reported that the postoperative imaging shows that the caudal screw has been rotated through the inferior plate hole and is no longer in contact with the baseplate. Harm: s2 - instability, minor. Hazardous situation: loss of fixation or non-integration of an implant. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: one ap x-ray of the left shoulder taken after the revision surgery has been received (illegible date). The caudal screw has migrated medially, and the baseplate is not being held in position by the screw head. Surgical report (derived from linked (B)(4). Surgical report, (B)(6) 2021. Indication: dislocation of the liner with corresponding symptoms in the sense of blockages and sharp pain. Procedure: conversion to a reverse total shoulder arthroplasty. Intraoperatively, the polyethylene inlay is found dislocated and anteroinferior to the humeral head. The periarticular tissue is markedly metallically altered. The front lower part of the polyethylene is removed, showing that the polyethylene posterosuperior is severely thinned and even fractured. The second bit of the inlay is found and removed. Extensive removal of the scar and metallosis tissue until the humeral head can be seen. The baseplate is covered by a thick layer of metallosis. The cranial screw of the base plate is stable, and the caudal screw has loosened and protrudes laterally over the lateral edge of the base plate. This screw is then tightened. Implantation of a glenosphere on the stable baseplate. Materiovigilance report swissmedic dated (B)(6) 2021: in the materiovigilance report received by swissmedic under the description of the event, it is additionally mentioned that the postoperative imaging shows that the caudal screw has rotated through the inferior plate hole and is no longer in contact with the baseplate. Also, it is stated that a possible further revision surgery cannot be excluded due to this. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: device history records (DHR): the quality records for the screw show that all specified characteristics have met the specifications valid at the time of production. The quality records for the baseplate can not be reviewed due to unknown product ID. 5. Conclusion: during revision surgery on (B)(6) 2021, the caudal screw of the baseplate was found loosened and protruding and was tightened. The shoulder configuration was thereafter changed to an inverse configuration. However, it was reported that the postoperative imaging shows that the caudal screw has been rotated through the inferior plate hole and is no longer in contact with the baseplate. The quality records for the screw show that all specified characteristics have met the specifications valid at the time of production. The quality records for the baseplate could not be reviewed due to unknown product ID. The investigation results did not identify a non-conformance or a complaint out of box (coob). The postoperative image confirms that the screw has migrated medially and that the baseplate is not being held in position by the screw head. As stated in the received revision report, the caudal screw was found loose intraoperatively and tightened again. It remains unknown, in what condition the screw and the hole of the baseplate were and how or if this could have caused or contributed to the mentioned complication. Therefore, based on the available information, the reason for the postoperative complication remains unknown. Further, it is not known if the patient underwent an additional revision surgery or if there is one planned. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file (B)(4).

Manufacturer narrative:
Concomitant medical product: anaverse baseplate extremities impl win ge; item# unknown; lot# unknown. The manufacturer received x-rays and other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Post the surgery, it was found that the inferior screwhead was found behind the anaverse baseplate.